Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to bleeding from site. The blood glucose was 45 mg/dl at the time of the incident. The customer received medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Adverse event has been updated to malfunction from serious injury.

Manufacturer narrative:
Inspected three opened or used partial sensors and unable to confirm insertion or needle complaint due to customer return sensors no needles. Also visually inspected 3 opened or used sensors and found cannulas in full during analysis. A note 1 of 3 sensors found with excessive blood.

Manufacturer narrative:
Narrative has been updated. (B)(4).